Event description:
In 2000, the pt was treated with two gore excluder aaa endoprostheses. Pre-implant, the aneurysm sac measured 70mmx72mm, after 14 months duration, the aneurysm sac measured 64mmx64mm showing a decrease in size. In 2007, the aneurysmal sac had grown to 70mmx60mm. Approx three and a half months later, two gore excluder aaa endoprostheses were explanted. It was reported that the physician believes the aneurysm enlargement was due to high porosity of the first generation excluder device.

Manufacturer narrative:
A review of the manufacturing paperwork cannot be conducted because the device lot numbers are not known. Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serious fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis.